Event description:
Latex allergy - red open itchy area on hands especially over knuckles and back of hands; runny nose (clear drainage) and itchy, watery eyes when around latex environment; vaginal pruritis after gynecological exams and during pregnancy (had frequent exams due to pre-term labor).